Event description:
I received bi-lateral mom hips in 2007. I had pain in the left hip several months ago and my surgeon is recommending replacement. My chromium and cobalt blood levels are high. I have not been able to get the manufacture's name or model as of today. I am being told to have this surgery asap and need some advice.